Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms, high threshold measurements and low sensing. Boston scientific technical services (ts) and engineering reviewed the information and concluded that the rv impedance measurements have been out of range for ten months. There was no evidence of noise and capture was confirmed at the high threshold. As a result, a lead fracture was not suspected, but rather a lead tip/tissue interface issue. The physician decided to program the device as vvi 30 rv only and not lead revision is scheduled as the shock impedence measurements were stable. It was indicated the patient was not pacemaker dependent. No adverse patient effects were reported.